Event description:
Report received from the USA regarding a motor device in which it was discovered that the hose ¿had a thin clear liquid on the outside of the house". The reporter could not clarify where the liquid originated from. The alleged defect was observed prior to surgery. There were no delays to the start of surgery, as an identical spare device was available. No injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
The motor device was not received for evaluation. If additional information is received, a supplemental report will be sent. (B)(4).